Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging that pertain to product code j186h were received for analysis. During the visual assessment of the suture piece, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. In the opposite extreme of the suture, a cut that was probably caused by a surgical instrument was noted. Also, body fluids were noted along the strand. As per the returned conditions of the sample, no functional test was performed. In addition, the needle was examined, and needle marks that appeared to be caused by a surgical instrument were observed on the body needle and the curvature was distorted from the original form and the body was bent; these conditions were caused during the use. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a mammoplasty procedure on 4/7/2024; and a suture was used. During the procedure, the suture broke during use. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.